Event description:
It was reported the customer expected to view egm (electrogram) from episode provided in carelink. The customer was unable to review the report, it says "episode #20 detailed episode data is unavailable. Interval plot and ECG unavailable." No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.